Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor board. In consequence (correction) the sensor board has been replaced. There was no patient or user harm.

Event description:
Tf:5507,5512.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Tf5512 the paw pressure sensor has been outside the range of 0 v ± 0.5 v when the flow sensor autozero valves close during autozeroing. (If the first autozero calibration is faulty, the ventilator immediately repeats the calibration.) False positive tf5507 due to a defective sensor board. Technical fault 5507 air oxygen inlet valve cannot close properly due to leaking mixer valves. Mixer valve stays open in intermediate position. Ventilation continues, risk of high o2 concentration. No patient involved. No harm to patient or user. The issue may lead to insufficient ventilation and/or a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
False positive tf5507 due to a defective sensor board (recall not performed).